Event description:
During zoll technical service dept's preventative maintenance check, the device displayed error message code "test fail" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.